Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited an increase in pacing impedance over approximately a one month period. Additionally, the pacing impedance had one spike to greater than 2,000 ohms which is considered out-of-range. This out-of-range measurement resulted in a lead safety switch (lss) to unipolar. There were no episodes with noise. This product remains in service. No adverse patient effects were reported.